Manufacturer narrative:
Follow-up #1 - (6/7/2013). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 2 message. If any additional information is available, the FDA will be notified in a second follow up report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.